Event description:
It was reported that the patient line of the homechoice cassette was difficult to disconnect from the minicap transfer set. This occurred when peritoneal dialysis (pd) therapy completed and the patient was disconnecting from therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5111953 for this event. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.